Event description:
It was reported the patient had syncope and an exit block was observed. A lead issue was suspected and a new lead was implanted. However, after connecting it to the ipg, the same problem was observed, with no ventricular pacing. The ipg was replaced and the problem was reported to be solved. The physician questioned an ipg malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found.